Event description:
Medtronic engineering is investigating multiple occurrences from complaints that the device may lock-up when attempting to power-up on dc within two seconds after removing ac power.